Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Customer comment is scope angulation problem and onsite inspection result is checked and found scope have angulation problem image also not good scope need send to workshop for inspection and repair.